Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated the keypad membrane was chipping. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated the keypad membrane was chipping. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, a new keypad would be quoted to the customer. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to missing keypad¿s particles. None of information available to date suggests if at the time when the event occurred the device was or was not being used for the patient treatment. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is very low for the investigated issue. As stated by the subject matter expert at manufacturing site, according to the photographic provided to the record by the getinge technician, the keypad of the volista stp light head is cracked. An adhesive tape is stuck on the damaged area. The cause of this damage is probably due to an impact. This damage does not correspond to a deficiency of the device. In order to prevent any incident, the volista IFU 01781 en 16 instruction for use on page 30 mentions in the safety instructions: "warning! Risk of injury/infection using a damaged device may result in a risk of injury to users or a risk of infection to patients. Do not use a damaged device". It is also mentioned in the volista IFU 01781 en 16 instructions for use on page 38 to check the device for impact damage during daily inspections before use. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 10/30/2019 corrected h4 device manufacture date: 11/27/2019.